Event description:
Reportedly, in 2001 the patient underwent a long limb retrocolic roux-en-y limb gastric bypass. Three days later, after a radiographic demonstration of a proximal leak an exploratory laparotomy was performed. According to the information received there was an approximate 12mm interval of closed stomach to the right of the anastomosis at which point an opening was seen in the staple line. Further to the right the staple line was again closed. The gastrojejunal anastomosis was resected, including the distal pouch and the site of the opened staple line. The gastrojejunostomy was redone. The patient expired later in 2001. The cause of death has not been provided.